Event description:
Boston scientific received information that this right ventricular (rv) lead was thought to have dislodged. As a result, the physician revised the lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.